Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose results were 3.5 and 8.8 mmol/l. Tests were done within 20 minutes. No further information has been reported.